Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: four photos sample were provided to our quality team for evaluation. During visual inspection, it was observed that the hole and tear in the top part of header bag therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001350686 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, including verification that the package seal is complete and free from defects, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A review of machine records verified that all machine parameters were within required limits, there was no evidence that any corrective maintenance was performed on the sealing machines. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
Tears/holes in the primary packaging of the product were evidenced.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Tears / holes in the primary packaging of the product were evident.